Event description:
During novasure ablation, two novasure handpieces had difficulties. The first one stopped working after twenty seconds of ablation and the other kept failing the cavity check. An alternate procedure was chosen. Per hospital, manufacturer provided a return goods authorization number and product return packaging.

Event description:
During novasure ablation, two novasure handpieces had difficulties. The first one stopped working after twenty seconds of ablation and the other kept failing the cavity check. An alternate procedure was chosen. Per hospital, manufacturer provided a return goods authorization number and product return packaging.